Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the solusets. The tubing sets were being used to deliver unspecified hydration fluids. The customer contact reported that after the solusets emptied, air was noted in the tubing distal to the solusets. The tubing sets were clamped. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot was received. Investigation is not complete.